Event description:
Hcp reported stimulator and electrode eroded through skin causing an infection in lumbar spine. Pt presented with signs of infection in may 2005. Symptoms included fever, redness, swelling, drainage, pain and incisional wound opening. Cultures were taken from the lumbar region-the pt did not have meningitis. The pt was treated with both IV and oral antibiotics and partial device system explant. Hcp reported the infection resolved. The device was explanted but not returned to the manufacturer for analysis.